Event description:
It was reported that the patient received three inappropriate shocks for t-wave oversensing. It was questioned why the device did not withhold therapy. The patient was feeling lightheaded and short of breath. The sensitivity on the lead was adjusted. The lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.